Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger product ID 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-45 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had lost 45 to 50 pounds since implant and the generator placement was painful at times. It was also reported it feels like it ¿hits a nerve¿ and sends a shock down their left leg. The patient¿s status was noted as no injury or adverse event. An appointment was set to meet with the patient on (B)(6) to troubleshoot. Symptoms reported included pain at the location of the device pocket and left side implant. The patient occasionally had a shocking sensation down their left leg. It was later reported the pain previously reported was to the left of the device pocket, which happened to be the center of their spine. A ¿simple reprogramming¿ was done, and the patient left ¿very happy.¿

Manufacturer narrative:
(B)(4).